Event description:
It was reported that on the morning after implant, the patient was not feeling well. The patient felt clammy and nauseated and was hypotensive. An echocardiogram was performed showing pericardial effusion. A pericardiocentesis was performed. The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead remain in use. The patient is a participant in the adapt responseclinical study. No further patient complications have been reported as a result of this event.